Event description:
The customer reported that the insulin pump alarmed motor error twice the night before. The blood glucose reading was 245mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. During the call, the customer mentioned being in the emergency room with high blood glucose of 502mg/dl. The caller stated that she has been high for a while and attempted to lower her glucose level. She stated that they had been playing with the insulin pump to give more insulin like changing the sensitivity and adjusting settings. No further information was provided.